Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the high rate cover was broken, the lower case was broken and contaminated, the battery drawer, one bail cover, ring cover were contaminated, one bail cover and one bail were missing, the main printed circuit board (pcb) was out of electrical specification and the serial number label was damaged. It was also determined that the interconnect flex had intermittent operation. (B)(4).

Manufacturer narrative:
Further analysis was performed on the device. Bench analysis revealed that all low battery electrical tests met specifications. The functional test was performed five times with no failures. Conclusion: could not confirm the intermittent failure seen during initial analysis of the device.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.